Event description:
The customer reported the product leaked at the connection of the filter with the distal tubing. There was no report of patient harm. Medical intervention was not required. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). Although the customer reported the product would be returned, it has not been received. A follow up report will be submitted with evaluation results should the product be received for investigation.